Manufacturer narrative:
Correction: device manufacture date updated to proper value. Inadvertently not included on initial filing.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the computer of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, while in a catheter based procedure, the pci probe could not be viewed by the navigation system. It was reported that active tracking was available in all but the guidance view. After five minutes, the probe was viewed again. The surgeon completed the procedure with the use of the navigation system. There was a reported delay to the procedure of five minutes due to this issue. There was no impact on patient outcome. No additional information was provided.